Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator was auto cycling. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.